Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgery may take place later to address the issue.

Event description:
It was reported surgical intervention was undertaken on 14 feb 2022 wherein the ipg site was revised and the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.